Event description:
A physician reported that cutter was not actuated during cataract and vitrectomy combination surgery. The condition of aspiration was unknown. The surgery was successfully completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received, without a tip protector, in a tray. The sample was visually inspected and found to be nonconforming with the probe needle bent, needle/inner cutter cracked open, and orange/brown foreign material on the port face. No functional testing could be performed due to the probe needle/inner cutter cracked condition. The probe was disassembled, and the components inspected. The degree of wear could not be determined due to the inner cutter broke while trying to extract it from the needle. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported actuation failure due to the probe needle/inner cutter cracked condition. How and when the probe needle/inner cutter became broken cannot be determined from the evaluation, therefore, the exact root cause cannot be determined. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. The reported actuation was unable to be confirmed and exact root cause for the cracked probe needle/inner cutter could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.